Event description:
It was reported that twenty days post placement of two vascular stents in the sfa, the patient felt pain and angiography demonstrated a fracture of the distal stent implanted over the knee. A follow-up treatment was performed. No patient injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr 803 as it involves a similar device to a PMA approved device sold in the u.s. Under number (B)(4). The lot history records could not be reviewed as the lot number of the subject device was not provided. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the images provided, the reported stent fracture can be confirmed. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. A stent elongation during deployment may lead to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy, may lead or contribute to an irregular stent placement and subsequent stent fracture. In this case, the tracking path was calcified and it was difficult to cross the lesion with the guide wire which indicates that the outer sheath might have been constricted during stent placement. Based on the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.